Event description:
In an initial email sent may 20, 2019, the customer stated that she was a first time cup user. After waking up the morning after wearing the cup for the first time overnight the customer was unable to remove the cup. She stated that her husband tried to help and she used tips from friends and the saalt website/resources and still could not remove the cup. After several hours she went to the emergency room. The cup was removed there and the customer stated that she was given medication and released. Saalt attempted to contact the customer via email on may 21, 2019, requesting more information and advising the customer of removal tips and resources. Saalt also offered the customer a refund at that time. The customer did not respond to that email or subsequent emails sent 9/13/19 or 10/7/19.